Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they were experiencing high blood glucose and their infusion set had a bent cannula. The customer's blood glucose was 400 mg/dl. The customer was assisted with troubleshooting for bent cannula. The customer was advised of the proper preparation process and insertion techniques. The customer said that there was blood on site. Customer was advised the infusion set will be replaced. The insulin pump will not be returned for analysis.